Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, while in the stomach, the surgeon was able to press the green button and squeeze the handle but was unable to fire the device. Another device from a different lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
Reportability decision downgraded to not reportable - no malfunction. If information is provided in the future, a supplemental report will be issued.